Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and the cause appears to be use related. One 4 fr s/l groshong PICC was returned for investigation with the stylet in the lumen. A functional test of the catheter revealed that the lumen was patent to infusion, but multiple leaks were observed in the catheter when the lumen was pressurized with water. Three spraying leaks were observed between the 15 and 16 cm depth marks. One spraying leak was observed between the 16 and 17 cm depth marks. One spraying leak was observed between the 26 and 27 cm depth marks. Three spraying leaks were observed between the 40 and 41 cm depth marks. One spraying leak was observed between the 41 and 42 cm depth marks. One spraying leak was observed at the proximal end of the catheter near the cannula on the luer adaptor. A microscopic examination of the leak sites revealed multiple pinholes on the external surface of the tubing. The groshong tubing was cut open to examine the inner lumen wall, which revealed impressions that are consistent with the twisted stylet wire. The extent of damage within the catheter was greater than what was observed on the external surface of the tubing. This type of damage can occur if the catheter was compressed over the stylet. The precautions in the IFU state, ¿avoid device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Do not use the catheter if there is any evidence of mechanical damage or leaking.¿ a lot history review (lhr) of rezg1613 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that during the preflush of the catheter, the placing doctor did not observe that the catheter was extravasating. After the catheterization was completed, when drawing the flashback and flushing, it was reported that a transparent fluid had extravasated from the access site. After the catheter was partially removed, pinholes were reportedly found on the catheter body, which affected the usage of the catheter. The doctor replaced with a new catheter.